Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the keypad of the insulin pump had become unresponsive. She could not recall any significant event leading to this issue. The blood glucose reading was 147 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. No unexpected weak battery alarms were noted. The low reservoir alarm feature worked properly. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners and battery tube threads. The insulin pump was received with minor scratches on the display window. No lock up anomaly was noted.